Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 the patient presented with pre-op diagnosis: l5-s1 grade 1 to 2 spondylolisthesis with bilateral l5 spondylolysis and bilateral foraminal stenosis with radiculopathy and back pain. The patient underwent the following procedures: l5-s1 laminectomy, bilateral facetectomy, and bilateral foraminotomy. L5-s1 non-segmental pedicle screw instrumentation using pedicle screw system. L5-s1 open reduction of deformity. L5-s1 posterolateral fusion autograft, putty, hydroxyapatite chips, and bone marrow aspirate. Spinal navigation. As per intra-op findings, a very mobile segment at l5-s1 with completely loose l5 lamina secondary to bilateral spondylolysis, excellent reduction of the l5-s1 listhesis back to complete normal alignment with a distraction in bilateral foraminal decompression. Final o-arm spine demonstrated excellent construct as well as instrumentation. Post surgery, after 3- 6 months patient complained of low back pain and buttock pain and heard of a grinding noise. At the sixth monthly check up it was found that the lower screw was broken in patient. Revision surgery was scheduled.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016. The products have been explanted.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage at the bone screw neck, just below the head. Visual and microscopic examination of the mas head identified witness marks and material deformation on the bottom face of the mas head, near the area of crack propagation. Dimensional examination of the bone screw neck orientation found to be near the maximum angulation of the head. These observations suggest possible loading the bone screw around the neck area of the bone screw. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.